Event description:
Boston scientific received information that during a routine follow-up appointment, the device could not be interrogated. The patient indicated hearing a click from the device and pain in the pocket. The patient also reported that the pocket was swollen, therefore, the patient applied ice and the swelling and pain is gone. The device was explanted without any anomalies being observed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device header and case did not reveal any anomalies. Prior to decontamination, laboratory technicians were unable to establish telemetry with the device, thus confirming the reported observations. The device case was then opened to perform detailed analysis on the hybrid circuitry. Initial visual inspection of the device interior revealed evidence of arcing damage (i.e., smoke stains) inside the device case. Electrical testing confirmed that one of the transformer's secondary wires was open and damage had been sustained to the power supply circuitry due to electrical overstress. To further characterize this specific component failure mechanism, the transformer was carefully removed from the device's hybrid to facilitate evaluation of the individual layers of windings. The transformer was then disassembled to allow visual inspection of the primary and secondary windings. Open wires were detected on one of the secondary windings. The wire damage on the secondary windings is consistent with arcing between adjacent wires causing the open condition in the transformer. This component failure also caused collateral damage to the associated power supply circuitry, thus creating a high current condition and rapid depletion of the device's battery. Additionally, this likely caused the device to temporarily heat, resulting in the burning sensation reported by the patient. Because this type of failure occurs during high energy charging, our failure analysis engineers concluded that this transformer malfunction likely occurred during an automatic capacitor reformation.